Manufacturer narrative:
Unit received with a critical pump error and unable to download the pump due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 35 due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with missing display window cover. Unit received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed broken force sensor was detected during the rewind process. The customer¿s blood glucose level was 10.6 mmol/l at the time of the incident. The customer's blood glucose was unknown at the time of incident. After the alarm occurred the customer is unable to rewind the insulin pump. Reviewed alarm history and found multiple pump errors. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.